Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable ise indirect na, k, ci for gen.2 results for two patient samples. The erroneous results were reported outside of the laboratory and were questioned by the doctor. The samples were repeated on (B)(6) 2018. Patient 1 initial sodium result was 80 mmol/l and repeat result was 98 mmol/l. The initial potassium result was 2.19 mmol/l and repeat result was 4.35 mmol/l. The initial chloride result was 60 mmol/l and repeat result was 74 mmol/l. Patient 2 was a (B)(6) year-old male born on (B)(6). The initial sodium result was 80 mmol/l and repeat result was 119 mmol/l. The initial potassium result was 2.91 mmol/l and repeat result was 5.51 mmol/l. The initial chloride result was 60 mmol/l and repeat result was 89 mmol/l. None of the result were believed to be correct. The patients were not adversely affected. The electrode lot numbers and expiration dates were requested but were not provided. The field service representative could not find a cause. He inspected and checked the for any misaligned or hardware issues. He ran ise checks and precision testing.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.